Event description:
In 2008, the pt's husband called for assistance with changing the pt's insulin cartridge. He reported that each infusion set the pt has used, since beginning use of the infusion device, has formed an air bubble in the luer connection. He stated that he is unable to prime the bubble out of the luer connection and the bubble does not move. He stated that he is not sure if it is actually an air bubble or an indentation in the plastic. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.